Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the electrode belt¿s red and white wires being cut and exposed in the trunk cable, causing the service code 204. The root cause for cut wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.